Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 39mg/dl, 74mg/dl. Tests were done within <10 mins with a difference of 31mg/dl. Pt did not experience any adverse events. No further info has been reported. Note-customer drank juice between tests.